Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited high pressure alarm. It was reported that the patient transferred the tubing set to a different pump with no issue. No patient injury reported.